Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, vaginal prolapse and pelvic pain. The patient experienced pain, recurrence of incontinence, vaginal and pelvic pain, urinary problems, pain during intercourse, general abdominal pain, erosion, infection, vaginal scarring, inflammation, lysis of adhesions, left ureter injury, hydronephrosis, bad lower back pain, discharge, incontinence, bleeding, and bad odors. It was reported the patient underwent birch colposuspension , cystoscopy on (B)(6) 2001, cystoscopy, left retrograde pyelogram, insertion of double j stent, ureteroscopy and stone manipulation on (B)(6) 2001, cystoscopy and urethral dilation on (B)(6) 2003, left ureteroneocystostomy due to left ureter obstruction secondary to fibrosis, left ureterocystostomy with psoas hitch, lysis of intra abdominal adhesion and ureolysis on (B)(6) 2002. It was reported that the patient underwent bladder mesh/sling revision on (B)(6) 2012. (B)(4).